Manufacturer narrative:
DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there is no stock product from the reported lot# 6075534 available for review. Investigation methods/results customer returned one implant attached with an unknown driver. Sme reviewed and confirmed this is not a driver belonging belonged to glidewell. The implant was verified to be a hahn tapered implant 5.0 mm x 10 mm (70-1154-imp0015) using radiographic template. The returned implant had no defect or non-conformity and the threads were intact. Root cause the complaint is not confirmed since it's possibly that the customer did not follow the IFU and use incorrect driver for implant placement.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. This is the first of three implant complaints, see manufacturer report for the remaining complaint : 3011649314-2020-00491; 3011649314-2020-00492.

Event description:
It was reported that the hahn tapered implant failed. The patient has a noted bone grade as grade ii. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2019 for primary procedure on tooth #19, 22,24,25,27 and 30. This complaint is regarding tooth #30. During the procedure the provider notes, the implant appeared stripped and component stuck inside." A new device was placed into both locations.